Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: the report of thrombus in the outflow graft could not be confirmed through this evaluation as the device remains in use and no photographs of the reported thrombus were provided by the account. Moreover, review of the submitted system controller log file confirmed a slight increase in pump power values; however, a specific cause for the elevated power values could not be conclusively determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2019 and showed the pump operating at the fixed speed of 10,400 rpm. A total of 221 out of 240 events captured in the log were pi events, all of which occurred on (B)(6) 2019 from 12:26 pm ¿ 9:20 pm. During this time frame, pump power and estimated flow values remained overall stable in the ranges of about 7-8.5 watts and 5.5-7.5 lpm, respectively. The last 8 lines of data in the log captured routine power cable disconnect alarms on (B)(6) 2019, during which pump power was consistently captured above 8.5 watts, peaking at 9.3 watts. The slightly increased pump power values were associated with slightly elevated estimated flow values peaking at 8.5 lpm. Average pi remained overall stable throughout the log. No atypical alarms were captured and the pump speed remained at or above the low speed limit for the duration of the log file. Information provided by the account on (B)(6) 2019 indicated that the patient had a thrombus in the outflow graft at the bend relief, which was surgically removed. The patient was reportedly not symptomatic. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the log file confirmed numerous pi events and slightly upward trending pump power near the end of the log. The patient was not symptomatic. The patient had a thrombus in the outflow graft at the benderleaf which was surgically removed. No additional information was provided.